Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 6 seconds. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.